Event description:
The customer observed smoke coming from the cell-dyn emerald analyzer. There was no injury to the instrument operator or impact to patient management reported.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, review of the analyzer by abbott field service engineer (fse), a search for similar complaints, and a review of product labeling. Return material was not received by abbott. The abbott fse concluded that a cpu plate close to the usb port was burned because some external liquid (as was identified by the mark of liquid on the shell) had penetrated and affected the cpu plate. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the cell-dyn emerald analyzer, list number 09h39, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.